Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. (B)(4) prepresents patient presenting 21 days post op 1 of 2: were any cultures taken? No results? Please describe how was the adhesive was applied. Directly to skin with dermabond over it. What prep was used prior to, during or after adhesive use? Chlorhexadine. Was a dressing placed over the incision? Kerlix gauze without tape if so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. Is the patient hypersensitive to pressure sensitive adhesives? No. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No patient demographics: initials / ID, gender, age or date of birth; bmi n.w., female, 43 y/o patient pre-existing medical conditions (ie. Allergies, history of reactions) none. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Name of surgeon? (B)(6). What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unknown, allergic reaction. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: date pf procedure: (B)(6) 2023; date of reaction: (B)(6) 2023. Reaction caused a red, raised popular rash covering approximately 4 x 45 cm; no pictures. The vashe wound solution is medical grade and the antibiotic ointment is over the counter. Product was immediately removed. There was no other intervention. Unable to provide the lot number. The reaction has resolved patient reports 2 prior abdominal surgeries (2005 and 2012). Dermabond was applied. Unsure if prineo was applied. No reaction occurred. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a breast reconstruction procedure on (B)(6) 2023 and topical skin adhesive was used. Post op 21 days, the patient experienced a reaction to the adhesive. Adhesive was removed, apply antibiotic ointment and vashe wound solution. Additional information has been requested.